Event description:
(B)(4). The provider states the front caster on the lift will not rotate and the unit will not move due to the issue. The provider states this is a rental unit and has only been in use for roughly 2 months (B)(4).